Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, complaint history, documentation, manufacturing instructions, drawing, instructions for use (IFU), and quality control data was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The complaint device was returned for product analysis. A sheath and dilator were returned. Visual inspection of the sheath confirmed the observed failure as the sheath tip was scrunched which is consistent with roll back. The IFU provides instructions as to the method of peeling the sheath away from the catheter. The document also lists warnings, precaution's and instructions for use. The IFU specifies that "this product is intended for use by health care practitioners trained and experienced in proper positioning of catheters in the central venous system using percutaneous entry (seldinger) technique. Standard techniques for placement of vascular access sheaths, catheters and wire guides should be employed," and "introduce the peel-away introducer assembly (sheath and dilator) over the wire guide. With a twisting motion, advance the assembly into the vessel." A device history record review could not be performed as the complaint lot number was not provided. The provided information and the supplier investigation indicate that the root cause of this event is likely related to patient anatomy; however, without more evidence this cannot be definitively proven and user technique may also have contributed. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, upon the attempted insertion of the turbo-ject standard power injectable PICC (peripherally inserted venous catheter) line, the tip of the peel away sheath was discovered to be broken . The returned device sheath tip had splits/ nicks. The device had reportedly made contact with the patient, although the customer confirmed that no patient adverse events were experienced. The circumstances surrounding the usage and handling of the device were not reported. The device was returned for evaluation; however, as of the date of this report, the investigation is still pending.